Event description:
It was reported that the patient presented for remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited r wave parameter decrease. The patient went in for a follow-up and a fluoroscopy was performed showing that the lead dislodged. During the repositioning procedure, the helix could not be screwed out to reposition at the target area. Attempts to screw the helix out to reposition were made but the same issue persisted. The lead was explanted and replaced. There were no patient consequences.